Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient underwent treatment of their proximal great saphenous vein (gsv) with a venaseal closure system. Approximately 6 months post procedure egit was reportedly sticking out into junction. The reporting facility, which was not the initial treatment facility, said that the thrombus appeared to be glue and that it extended into the junction. The facility reports there are no previous ultrasound scans to compare the current status of the thrombus to. The physician prescribed xeralto strength unknown. Issue is still present.